Event description:
The dealer called stating that the front caster on the v18rlr manual wheelchair allegedly broke, prior to being in contact wih a consumer. Replacement parts on warranty order #(B)(4). No injury.